Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What firing in the sleeve procedure did this occur? Was the stapler cleaned between firings? Does the surgeon routinely remove migratory crotch staples? Color of cartridge used before and after? Was buttressing used?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what firing in the sleeve procedure did this occur? Appox 5-6. Was the stapler cleaned between firings? Yes. Does the surgeon routinely remove migratory crotch staples? Yes. Color of cartridge used before and after? Blue and green. Was buttressing used? No. The analysis results showed that the ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon further view of the reported event, it does meet the FDA defined criteria of a seriously injury, so therefore being considered not reportable.

Event description:
There was no harm to the patient and the results were normal result. The drain does constitute medical intervention.

Event description:
It was reported that during a sleeve gastrectomy procedure during force firing of sleeve procedure, the tissue was dragged through the jaws during firing. When firing was completed, the staple line was bunched. All staples appeared to have deployed and staple line looked to be complete. However, it was unclear (tissue moved significantly more than tissue milking). Surgeon continued using same gun and subsequent firings were normal. Surgeon went back and oversewed staple line and left the drain in the patient. Case delayed by 10 minutes. Patient's condition is unknown at this stage.